Event description:
A malfunction alarm with code 16 was reported by the customer. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed the issue did not recur afterward. The customer was informed to continue using the pump and to contact support if the malfunction happened again.